Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that they called the patient for a well check up. The caller reported that the patient had mention when they charge their implant, after 30 minutes the patient would only get 10% charge and then lose connection. The caller reported the patient charged once a week. The caller reported the patient did wear a belt and it was tight on them, but they did not know why the wireless recharger would loose connection. The caller believed the patient had been having issue for about 6 months. The caller did not know if the patient was able to charge further than 10%. The caller reported that the patient was not with them currently. The agent provided the case number to the caller and suggested that the patient call patient services for further troubleshooting.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a few months ago it took hours to fully charge their ins when it normally takes 20-30 minutes. The patient noticed that the recharger app indicated the patient had a 'good connection' when it took them hours to charge the ins. Patient also mentioned that the recharger's connection to the ins was finicky at times, noting that they would lose connection even if they weren't moving. Patient was advised to discuss this further with their healthcare provider (hcp). Agent reviewed ins charge duration expectations for 'good connection' versus 'excellent connection.' Patient understood.